Manufacturer narrative:
The returned handle was evaluated. The handle was not able to ratchet properly and rust was found on the inner components. Spectroscopic evaluation found the subcomponents of the handle contained copious amounts of iron oxide suggesting that the subcomponents had experienced corrosion/rust. The cause of this corrosion/rust cannot be definitively determined but may have been caused by improper washing/sterilization techniques. A review of the manufacturing records did not find any indications of issues which may have contributed to this event. The labeling was reviewed and contains instructions regarding proper device cleaning and sterilization.

Event description:
It was initially reported that a ratcheting handle was found locked up during a routine inspection. However, device evaluation by zimmer biomet spine personnel found that the ratcheting mechanism is malfunctioning. A patient was not associated with this event.